Event description:
The pump shut off in the middle of the night. Also it was stated that the audible tone could not be heard. Troubleshooting was performed. The audible tone could not be heard. Pump was disconnected and customer reverted to back up plan of manual injections.